Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device's hand activation buttons activated for a short time and then stopped completely. They completed the case with the footpedal. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.